Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficulty advancing the device over the guide wire may include, but are not limited to, patient femoral vessel/anatomy variables, skin incision does not accommodate outer diameter of device. Factors that contribute to suture malposition during knot advancement may include, but are not limited to, user error (knot tensioning angle not coaxial), knot jams in subcutaneous tissue. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The additional three prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with prostyle devices using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a standard guide wire was advanced without resistance; however, the first prostyle device struggled to cross over the guide wire. The guide wire was replaced with a high support guide wire. This first prostyle device showed a deformation, slight bending, in the transition between the metallic and the plastic part of the device; therefore, the user opted to use a new prostyle device. The second prostyle device was able to be advanced without big resistance with the guide wire, the suture was deployed normally and the procedure proceeded without further difficulties. The sheath was upsized to a 14f and the tavi procedure was completed. The pre-placed suture was pulled with an initial good result in term of hemostasis; however, when the knot pusher was advanced and the suture cut, the suture came out with the knot intact. A third prostyle device was attempted to be deployed, but again it could not be advanced over the guide wire. The standard guide wire was again replaced with a high support guide wire. The third prostyle device was able to be advanced. When deployed the suture of the third prostyle device did not catch the vessel wall, the whole suture came out with the knot intact. A fourth prostyle was advanced with moderate resistance over the guide wire. When the lever was lifted and the device was retracted to feel tactile sensation of the foot against the vessel, blood flow from the lateral port was still observed. The device was rotated and pulled to obtain a better apposition of the device for suture deployment, without significant success. When the device was rotated to obtain a better wall apposition, the foot was in the closed position. Suture deployment was attempted without success. At this point, it was noticed that the distal, plastic part of the device did not move simultaneously with the rest of the device, suggesting embolization. At the same time, the proximal part of the device was not able to be pulled back. Balloon inflation was performed after it was noted that the device was not able to be pulled out. Vascular surgery team was called. Manual compression was applied, the proximal part of the device was accidentally pulled back during transfer of the patient to the operating room bed. Surgery showed a laceration of the distal part of external iliac artery that was repaired with a patch. The separated plastic part of the device embolized in the distal aorta/ left common iliac artery. Retrieval of the embolized part of the device was attempted, without success. Medication was given. The following complications occurred; hemorrhagic shock with severe brain damage secondary to prolonged hypoxia. The diagnosis of hypoxic encephalopathy was one of the possible diagnosis to justify the actual clinical evolution, although not definitive. Hospitalization was prolonged. The embolized part of the prostyle device was successfully snared and without complications on (B)(6) 2021, three days post procedure. No additional information was provided.